Manufacturer narrative:
H3/h6: the software analysis was completed. It was observed from logs that the site made 19 registration attempts using both touch_trace and threepnt_init registration methods. The logs recorded 6 unsuccessful registrations because of not meeting the minimum passing metric of below 5mm however, logs did not record any abnormalities related to the reported inaccuracy. The archives consist of 3 mr exams. Mr-1(28 slices) and mr-2(25 slices) were loaded with a "restricted use" warning because of slice thickness was smaller than the slice spacing. Also, the mr-2 and mr-1 scans missed the tip of the nose of the patient which is advisable to include in the scans. The site merged mr-1, mr-2, and mr-3 together by taking mr-3 as a reference and creating a 3d tumor and 3d skin model. The provided archives captured one successful registration data using the touch_trace registration method with an error metric of 0.9mm. Tracing was done from the tip of the nose to the forehead, but a lot of points are below the skin. The patient had a lot of loose skin around the forehead hence suspecting the loose skin to be the cause of the reported inaccuracy but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes b01, c19, and d15 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. The system was performing as intended and no parts were replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial resection procedure. It was reported that the surgeon reported an alleged inaccuracy. Manual registration was completed with 3 point touch registration orientation. Nasion, middle of forehead, and left side of forehead were used for 3 point touch. Patient was prone. Traced back around the forehead, near the ears and temples, focusing on the side with the lesion. 3 additional points were taken on the nasion, left tragus, and right tragus. Nasion point turned red. When the pointer was placed at the tip of the nose, it was "far off" but everything else looked like it was "on". Lateral points looked "on". The field representative (rep) reported that the registration metric was approximately 1.9 millimeters. Most of the lesion was included in the green circle in all 3 views during registration. Case proceeded, once resected down to tumor surgeon reported an alleged inaccuracy in the medial-lateral direction of approximately an inch. The surgeon reported the superior-inferior direction was "fine". Patient present, no delay. No known impact to patient outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.